Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user authentication was unable to authenticate. The technical support specialist (tss) noticed that the temporary storage space was in maximum and could contribute to the error. The active directory team confirmed that the issue was no related to d drive. Tss also identified that the medstations were unable to communicate with the application server over port 11998. As a result, authentication cannot compete successfully. Tss dialed into the server, verified the logs and advised the hospital information technology to allow the traffic in firewall. Tss followed the knowledge article "medstation es - users unable to login after 1.7.x upgrade - client ID value null", requested the customer to open the port again and advised to login again. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a new user attempted to access device; however, upon logging in, user received an error stating unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.